Event description:
It was reported that the patient experienced diaphragmatic pacing from the right atrial (ra) lead. It was also reported that the ra lead had high threshold and low sensing value. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the conductor coil had blood (not obstructed), the outer insulation was breach cut, the distal end electrode was covered in blood and visually it appeared that there was explant damage. Concomitant products: (B)(4) implantable pulse generator (ipg) (B)(6) 2012. (B)(4).